Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 3 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 3 was analyzed and found to have communication errors leading to error 32056. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting pre anesthesia a da vinci assisted surgical procedure error 32056 persisted on universal surgical manipulator 3, and rebooting the system twice did not resolve the issue. The user decided to have the operation done using hinotori today. The procedure was aborted with no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified prior to starting - pre-anesthesia.